Event description:
This is a spontaneous case report received from a physician in united states on 17-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. The essure was implanted by another physician. In 2015 (exact date unknown), patient began to complain of irregular menstrual periods. She had been having two periods per month. Therefore, a pelvic ultrasound was ordered and performed on (B)(6) 2016. The results were normal. Then an endometrial biopsy was ordered and performed on (B)(6) 2016. During the biopsy, the tao brush was being pulled out of the cervix and the physician saw the essure coil. The essure was then removed. The biopsy results were not provided. At the time of this call, it was unknown if the irregular periods had resolved. Duplicated case identified on 31-may-2016 and information from case transferred to this case (upgraded to other reportable incident): patient had essure (fallopian tube occlusion insert) inserted in 2012 for permanent contraception. On (B)(6) 2016, hcp (health care professional) was doing an endometrial biopsy and with the brush the coil came out of cervix but not the entire thing. She was instructed to snip it. Hcp thinks some of coil is still in tube since it did not budge when she tried to pull on it and removed it before snipping piece off. It appears that the inner guide wire and 8 coils came out when cut. No fibers seen present on part of coil that was snipped off. Follow up 08-jun-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device breakage questionnaire received on 14-jun-2016 (case upgraded to incident): the patient's weight was (B)(6). It was reported that essure was inserted in 2012 with lot number a2165. Patient had dub (dysfunctional uterine bleeding) which required emb (endometrial biopsy) in (B)(6) 2016; suction catheter was used (uterine explora curette model I) and upon removal of curette, the end of the coil was in the opening; it was visualized protruding through cervix. Per recommendations, coils were clipped from cervix. It was reported that a breakage of the implant occurred and was diagnosed during emb. Physician stated that broken pieces were retrieved from cervix; coil was cut (partial removal of essure). There was no injury to the patient, but medical intervention was necessary to prevent permanent damage. It was reported that patient is undecided about intervention. Follow-up received on 20-jun-2016 from nurse: the reporter clarified that the essure was cut, as they were instructed, and pieces appeared after this intervention. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 3 years later, she developed dysfunctional uterine bleeding requiring an endometrial biopsy. During this procedure, upon removal of the brush the coil came out of cervix, but not the entire thing/implant broke and physician snipped the piece off. Upon follow up, it was clarified that the physician cut the coil and pieces appeared (device breakage changed to intentional misuse). According to the physician, there was no injury to the patient, but medical intervention was necessary to prevent permanent damage. These events are listed in the reference safety information for essure. Performing intrauterine procedures without direct visualization of essure coils may result in trailing coils of insert being ensnared in another device. When device is withdrawn, the insert may be removed. Also, if essure removal is attempted after device insertion, it is possible that the micro-insert may break. In the present case, during endometrial biopsy, the coil came out of cervix with the brush and physician had to cut it. In this case, the event was precipitated by the endometrial procedure and a consequent unintentional device removal by the physician. However, given the nature of the event, a causal relationship with essure cannot be excluded. The same assessment is given for the reported dysfunctional uterine bleeding, since changes in menstrual bleeding patterns and uterine bleeding may occur during device therapy. This case is regarded as incident, since according to the physician medical intervention was required to prevent permanent damage.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of wrong technique in device usage process ("essure was cut, as they were instructed, and pieces appeared after this intervention") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who had essure (batch no. A2165 (invalid)) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: unintentional medical device removal "during biopsy, tao brush was being pulled out of cervix & physician saw essure coil." On (B)(6) 2016. The patient's concurrent conditions included obesity. In 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced the first episode of wrong technique in device usage process (seriousness criteria medically significant and intervention required) and the second episode of wrong technique in device usage process ("snipping piece off"). On an unknown date, the patient experienced complication of device insertion ("complication of device insertion"), dysfunctional uterine bleeding (seriousness criterion medically significant) with menstruation irregular, polymenorrhoea ("two periods per month") and complication of device removal ("hcp thinks some of coil is still in tube since it did not budge when she tried to pull on it and removed it"). The patient was treated with surgery (medical intervention was necessary to prevent permanent damage, endometrial biopsy in (B)(6) 2016). At the time of the report, the complication of device insertion, dysfunctional uterine bleeding, polymenorrhoea, complication of device removal and the last episode of wrong technique in device usage process outcome was unknown. The reporter provided no causality assessment for complication of device insertion, complication of device removal, dysfunctional uterine bleeding, polymenorrhoea, the first episode of wrong technique in device usage process and the second episode of wrong technique in device usage process with essure. The reporter commented: on (B)(6) 2016, hcp (health care professional) was doing an endometrial biopsy and with the brush the coil came out of cervix but not the entire thing. She was instructed to snip it. Hcp thinks some of coil is still in tube since it did not budge when she tried to pull on it and removed it before snipping piece off. It appears that the inner guide wire and 8 coils came out when cut. No fibers seen present on part of coil that was snipped off. It was reported that a breakage of the implant occurred and was diagnosed during emb. Physician stated that broken pieces were retrieved from cervix; coil was cut (partial removal of essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan - on (B)(6) 2016: normal. Endometrial biopsy was ordered and performed on (B)(6) 2016: the biopsy results were not provided. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-may-2017: no further information is expected. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted. Approximately 3 years later, she developed dysfunctional uterine bleeding requiring an endometrial biopsy. During this procedure, upon removal of the brush the coil came out of cervix, but not the entire thing/implant broke and physician snipped the piece off. Upon follow up, it was clarified that the physician cut the coil and pieces appeared (device breakage changed to intentional misuse). According to the physician, there was no injury to the patient, but medical intervention was necessary to prevent permanent damage. Performing intrauterine procedures without direct visualization of essure coils may result in trailing coils of insert being ensnared in another device. When device is withdrawn, the insert may be removed. Also, if essure removal is attempted after device insertion, it is possible that the micro-insert may break. In the present case, during endometrial biopsy, the coil came out of cervix with the brush and physician had to cut it. In this case, the event was precipitated by the endometrial procedure and a consequent unintentional device removal by the physician. However, given the nature of the event, a causal relationship with essure cannot be excluded. The same assessment is given for the reported dysfunctional uterine bleeding, since changes in menstrual bleeding patterns and uterine bleeding may occur during device therapy. This case is regarded as incident, since according to the physician medical intervention was required to prevent permanent damage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.